Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set medical device type: fpa medical device expiration date: unknown device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced the sleeve falling off. The following information was provided by the initial reporter: the customer reported "when the health care provider detached the tube (non-bd), the rubber sleeve was separated and stayed with the tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set experienced the sleeve falling off. The following information was provided by the initial reporter: the customer reported "when the health care provider detached the tube (non-bd), the rubber sleeve was separated and stayed with the tube."